Event description:
Restoration modular instruments box osteotomes (instruments) failure. Dull and broken.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding a damaged restoration box chisel was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirmed the reported damage on the cutting edge. No material or manufacturing defects were identified. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conform to specification. Complaint history review: there have been no similar reported events for this lot ID. Conclusions: the investigation concluded that the damage is the result of contact with a hard object. No material or manufacturing defects were identified. No further investigation is required.

Event description:
Restoration modular instruments box osteotomes (instruments) failure. Dull and broken.